Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported patient's leads had high impedances after a fall, resulting in ineffective stimulation. Patient also received the elective replacement indicator earlier than intended. Surgical intervention was undertaken wherein the leads and ipg were explanted and replaced to address the issues. Therapy was restored post-op.